Manufacturer narrative:
The pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2021. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. Per r&d engineering the open-book was generated since the critical pump error 63 was triggered 3 times in a row. Pump error 63 was generated in the motor code since the gpio pin was not cleared correctly. Suspecting the hw. The pump was cut open for visual inspection. No moisture damage on the motor or force sensor however moisture damage was found on the electronic assembly (pcba 1 and pcba 2). The force sensor zero offset is within specification (22.4 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were. Noted during physical inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and cracked battery compartment. Critical pump error (open book image) and pump error 63 alarms are confirmed, isolated to the hardware. Cosmetic damage on the battery compartment is confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2021. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. Per r&d engineering the open-book was generated since the critical pump error 63 was triggered 3 times in a row. Pump error 63 was generated in the motor code since the gpio pin was not cleared correctly. Suspecting the hw. The pump was cut open for visual inspection. No moisture damage on the motor or force sensor however moisture damage was found on the electronic assembly (pcba 1 and pcba 2). The force sensor zero offset is within specification (22.4 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were. Noted during physical inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and cracked battery compartment. Critical pump error (open book image) and pump error 63 alarms are confirmed, isolated to the hardware. Cosmetic damage on the battery compartment is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.